Event description:
It was reported that patient experienced burning sensation and pain at the implant site. The patient underwent an implantable pulse generator (ipg) repositioning procedure and was doing well post operatively.